Event description:
Lasik -excimer laser- microkeratome created two short flaps. Doctor made two attempts in dominant eye. Lasik microkeratome cut two short flaps in dominant eye leaving two permanent scars causing streaks from every light source. Lasik procedure was aborted. Event in 1999. Reported here because saw an article about the web site, and so you can have better statistics. Event abated after use stopped or dose reduced?: no.